Manufacturer narrative:
The 25mm amplatzer cribriform occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the patient's embolization remains unknown.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6)2010 and suture was used. The suture was easily detached from the needle when the surgeon grasped it with the needle holder. There was no adverse consequence to the pt.

Event description:
According to the information received, a 25mm amplatzer cribriform occluder (aco) was attempted to be deployed in a multi-fenestrated atrial septal defect (asd) but the upper edge was noted to prolapse through the defect. The aco was then repositioned and released. Shortly thereafter, the aco was noted to have prolapsed into the asd pouch. The aco was percutaneously removed using a 5mm snare through the delivery sheath. A sizing balloon was inflated and the defect was widened to 14mm by fluoroscopy and 14-15mm by tee. A 16mm amplatzer septal occluder (aso) was placed using tee guidance. Proper device position was verified and the device was released. The 16mm aso appeared to be well seated with no significant residual shunt. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer cribriform occluder involved in this incident since it was not returned to us.